Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, there were no abnormalities in the accessories used for reprocessing, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the nozzle with detergent solution. The device was returned to olympus for evaluation. The customer¿s allegation of a cloudy image was not confirmed. However, it was discovered that the nozzle had foreign objects due to insufficient cleaning. Additionally, the following events were also noted and are as follows: due to damage on up/down knob, water tightness is lost, adhesive on the bending section cover or distal end had a crack, adhesive around the objective lens was peeled, adhesive around the light guide lens was peeled, the plastic distal end cover had a dent, the connecting tube had a scratch, the connecting tube had a wrinkle had a wrinkle, due to adhesive peeling around objective lens, streak of flare appears in the image, protector of universal cord on suction connector side had a scratch, paint on air water cylinder was peeled, the electrical connector had discoloration due to water leakage, and the universal cord had a wrinkle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the identity of the foreign material could not be confirmed. Therefore, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU) in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a cloudy image. It is unknown when the event was identified. Subsequently the device was received and evaluated and it was discovered the nozzle had foreign objects in it. There were no reports of patient or user harm associated with the event. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.